Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing was blocked as the customer did not see insulin exit the tubing during the fill tubing. Reportedly, customer saw insulin exit the cartridge tubing. However, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. Customer's blood glucose was 200 mg/dl. The infusion set was changed to address the event.